Manufacturer narrative:
(B)(4). Batch # n90v7m. The device was received with jaws stuck close. Upon visual inspection under magnification it was found a metal clip stuck within the jaws. The device jaw was forced open and the metal clip was removed to test the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). However, the device jaws were tested and there were found bent. It is possible that due to the metal clip was stuck an alert screen were displayed by the generator. However this was not seen during the test. The metal clip stuck is a routine occurrence during surgical procedures if the device is used across staples, clips or any other material then tissue and does not necessarily indicate a manufacturing defect in the device. Care should be taken not to close the jaw staples, clips or any other material than tissue, for further information on device use can be found on the IFU. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an unknown error occurred soon after the device was assembled. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.